Manufacturer narrative:
Device evaluation: in quarter 3 of 2018, there were 1 instances of battery compartment with moisture failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Of the 29 allegations of a malfunction, 22 pumps were returned to animas and investigated. Of the investigated pumps, 22 were found to be malfunctioning due to battery compartment cracks, moisture, battery compartment thread damaged and battery compartment leaks.during investigation for unrelated complaints, there were 94 additional failures found.this report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 29 malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery compartment with moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from 11-66 years of age and between 43 and 240 pounds. Of the reported patients, 7 were male and 22 were female.

Manufacturer narrative:
Device evaluation: in quarter 2 of 2018, there were 14 instances of battery compartment with moisture failure found during investigation. This report is processed under exemption number (B)(4). This MDR report is part of the (B)(4) pilot program.